Manufacturer narrative:
Further investigation underway.

Event description:
The user facility reported the forceps was used to preform a membrane peel. The scrub nurse ensured the forceps opened and closed correctly before handing it off to the surgeon. As the surgeon was performing surgery, one piece of the forceps tip broke off and entered the patients eye. The surgeon opened the conjunctiva and the sclera to remove the particle out safely. This added several minutes to the surgery.

Manufacturer narrative:
The customer returned one (1) 25ga kryptonite micro-serrated eckhardt forceps inside a plastic bubble pouch. The broken off portion of the forceps leg was returned inside a plastic specimen cup. Both the handle and the forceps tip had red tape securely attached to each, the tape appeared to be acting as an identifier for the two parts. The handle had the correct part number (39.28.25s) etched into the tube backbone and was violet in color. The faded look of the anodized metal color on the handle suggests the instrument has been used and exposed to a light cleaning process many times. Examination of the sample revealed a serial number under the red tape (B)(4). This serial number was etched on both the handle and the forceps tip, indicating that the instrument was a matched pair. The serial number (B)(4) indicates this instrument was manufactured in june 2006. Qe visual examination one side of the forceps appeared to have fractured and broken off. The lower jaw appears to be ¿bent away¿ from the other jaw. It is not clear if the instrument underwent any additional handling that is outside the expected use. It is unclear whether the instrument underwent additional stress leading to the break. There were no signs of corrosion at the break point. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. There have been no other similar complaints reported on 39.28.25s kryptonite microserrated eckhardt forceps as of 07may2019. A review of the edm blank material used in manufacturing of the instrument was performed. There was one lot of edm blanks used in lot 6050548. This was lot 603080 (pn 22070282), which was inspected 09may2006 by qc and met acceptance criteria. The raw material used to make the blanks in lot 603080 came from two lots of micro wire blanks (pn 72001602). These were lots 20708060305 and 24610040306. Both lots were inspected and met incoming material acceptance criteria. No deviations or red-lined drawings were in effect for this lot. Additional patient information received from the site: the patient was treated with antibiotics and steriods. The doctor reported after a follow up visit that the patient was recovering and healing nicely. Investigation complete.